Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex, 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the coils are damaged and the tube is kinked throughout the length of the device. Visual examination into the tube revealed that the inner wall of the extrusion has separated from the outer wall as a result of the damage to the inner coils. No other defects or anomalies were observed. The IFU for this product states, "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "blockage in tube" was confirmed based upon the sample received. The returned et tube was confirmed to be kinked and have a damaged wire at multiple spots throughout the length of the et tube. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Therefore, based on the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges there was an "obstruction inside the tube". Alleged issue reported as detected during "extubation without suction". It was reported there was no patient injury or necessary medical intervention. (Cont.) Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. However, a device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples (200) were taken from the current production. Samples were visually inspected and the issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and not update is required. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges there was an "obstruction inside the tube". Alleged issue reported as detected during "extubation without suction". It was reported there was no patient injury or necessary medical intervention. (Cont.) Patient condition reported as fine.